Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited high thresholds on multiple placement attempts. A new ra lead was used and a possible fracture was noted on the lead during the procedure. The leads were attempted / not used and replaced. No patient complications have been reported as a result of this event.